Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint indicating heating and humidifier power failure of the v60 ventilator. The system was in clinical use; there was no harm to the patient or user. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.